Event description:
It was reported during an implant procedure of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) system, once the device was connected to the electrode, there were high impedances of 200 ohms. X-ray images where preformed. Attempts to reposition were unsuccessful. The procedure was stopped and rescheduled for a different day. The attempted implanted electrode was discarded at the facility and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.